Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified two kinked electrodes in one spline, with one electrode showing a lifted part. It was initially reported by the customer that during the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported deflection issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 9-jul-2024, the bwi pal revealed that a visual inspection of the returned device found two kinked electrodes in one spline, with one electrode showing a lifted part. These findings are considered to be MDR reportable malfunctions.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed two kinked electrodes in one spline, with one electrode showing a lifted part. No other anomalies were observed. A deflection test was performed, and the curve deflected within specifications, with no deflection issues detected. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the kinked electrodes with the lifted condition could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. This condition is unrelated to the reported event. The instructions for use (IFU) contain the following recommendations: the catheter is recommended for use with an 8 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with trans-septal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the damaged electrode issues. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported deflection issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).